Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine (15mg/ml), baclofen (1100mcg/ml), and dilaudid (5.0mg/ml) via intrathecal drug delivery pump. The indication for use of the pump was non-malignant pain. It was reported that the patient had a healthcare provider (hcp), not her normal hcp, refill her pump on (B)(6) 2016. At that time, the patient "felt something like fluid going into [her]". The patient said something to the hcp, but she again felt the fluid when he started up again. The patient had never had a pocket fill before, but she was concerned that a pocket fill had occurred. When the patient said something to the hcp, the hcp stated that it couldn't have happened and later discharged the patient. No interventions were mentioned.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer on 5/31/2016. Regarding the suspected pocket fill the patient experienced a sensation of fluid going into the area where the needle went into the port. The patient had relief of pain and spasticity. The patient questioned the doctor if everything was ok as the patient thought some of the fluid might have gone into their skin. The patient indicated that nothing was done to reassure her that everything was ok other than the patient was told that ¿I said it is ok, so it is¿. The patient was scared during the ordeal and the doctor caused the patient a lot of suffering. The patient had nightmares over the situation because of the way they were treated. The doctor did not help the patient find a new doctor and ¿nearly had my pump run out¿. The pump was filled by a new physician. The correct amount was there (leftover) so no pocket fill after all.

Event description:
Additional information was received from a consumer on 06-may-2016 and it was reported that the symptom related to the suspected pocket fill was that immediately the patient had no pain and she always had some pain. This was why she was concerned. Her doctor got upset and didn¿t listen to her then. The doctor sent her a certified letter saying he dropped her because of this. The patient was looking for another pump managing physician. The patient still had not found anyone willing to fill/manage her pump. It made her terrified that a doctor should be allowed to refuse a patient just because they didn¿t place the pump. It was also noted that she had to move because her husband¿s job was transferred out of state.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.